Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located at the circumflex artery. A stent was placed on the proximal end of the lesion. A 2.75 x 12 mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but was unable to cross thru the implanted stent. When the physician pulled the device, the stent got hang up and the edges of the stent struts were deformed and intertwined. A non-bsc guide extension catheter was then used and another 2.75 x 12 mm synergy stent was advanced and deployed in the distal end of circumflex. The procedure was completed. No patient complications were reported and the patient's status was fine.